Manufacturer narrative:
The customer complaint was confirmed during functional testing of the returned thermogard xp ivtm console (sn (B)(4)). The root cause of the issue was a faulty power supply. Visual inspection was performed and found cold well reservoir sensors are dirty, unrelated to the reported event. After cleaning optic windows and sensors, the console was further tested, functioned as intended and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During initial setup for patient treatment, hospital room fuses were blown. In addition, thermogard xp ivtm system (sn (B)(4)) was observed with blown fuses. Following this, the patient received treatment using a coolgard console. No known impact or patient consequence was reported. Biomed technician replaced the fuses but the fuses are blown again. System was checked for leakage and other factors that could cause a short circuit but no issues were observed.